Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 2.5 device for mechanical circulatory support. The impella was implanted without any issues. Upon successful explant of the impella, there was proglide failure, and the bleeding cannot stopped under manual compression. The decision was made to transfer the patient to or for vessel closure.